Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss"), dyspareunia ("painful intercourse") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with partial hysterectomy with salpingectomy to remove essure in (B)(6) 2011. At the time of the report, the abdominal pain, menstrual disorder, menorrhagia, back pain, migraine, alopecia, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tubes were bilaterally occluded incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.